Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a catheter, continuous flow. The customer reports that the trellis was being repositioned and the proximal balloon ruptured after being partially deflated. Also, the distal balloon would not deflate. Customer pulled the catheter and partially inflated balloon out through the sheath. Customer states that after the catheter was removed from the patient, a section of the catheter broke off. All pieces of the catheter were accounted for.